Event description:
The event occurred during a coiling procedure of a ruptured aneurysm located at the middle cerebral artery (mca) bifurcation on the right side. The coiling procedure went fine until the last coil placed, a gdc 10-ultrasoft stretch resistant coil synerg detection circuit, detached prematurely leaving a tail in the mca. During the post procedure controls, the physician noticed that there was a hematoma facing the aneurysm. The pt was then put under anticoagulant treatment. The pt tolerated the hematoma during four days and died on the 6th day. According to the physician it is not possible to determine the link between the hematoma and the premature detchment issue. It is not known if any device was kept for analysis( the coil is not available).